Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system extraction due to infection and sepsis. The patient also developed hematoma. The patient was treated with intravenous antibiotics. The crt-d was explanted. No additional adverse patient effects were reported.